Event description:
It was reported that this patient's left shoulder replacement was revised. The patient stated they were exercising when the liner dislocated. The surgeon replaced only the liner. Patient was last known to be in stable condition following the event. No further information available.

Manufacturer narrative:
D10 concomitants: 300-01-09 - equ, humeral stem primary, press fit 9mm: (B)(6). 320-02-42 - rs exp glen 42mm, +4mm offset: (B)(6). 320-10-00 - equi rev tray adapter plate tray +0: (B)(6). 320-15-06 - rs glen plate +10mm cage peg: (B)(6). 320-20-00 - eq rev torq defining screw kit: (B)(6). 320-20-22 - eq rev comp screw lck cap kit, 4.5 x 22mm: (B)(6). 320-20-22 - eq rev comp screw lck cap kit, 4.5 x 22mm: (B)(6). 320-20-22 - eq rev comp screw lck cap kit, 4.5 x 22mm: (B)(6). 320-20-26 - eq rev comp screw lck cap kit, 4.5 x 26mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.